Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5140881, model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing neck pain and headaches wither stimulation was on or off. The physician suspects that the patient had a post dural puncture which was believe to be not device related. The patient had a blood patch and underwent a lead pull.